Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that a revision surgery was performed due to infection. Debridement, washout and poly was exchanged. Surgeon does not blame implant.